Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that several patients have experienced post-operative leg pain and numbness after rhbmp-2/acs was used in the lateral gutters. The patients underwent a second surgery to irrigate the wound and test for infection. No additional compliations have been reported.